Manufacturer narrative:
The power cord was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during testing at the user facility, a burn spot was noted on the exterior portion of the neutral blade of the ac power cord. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No additional info was provided.